Manufacturer narrative:
The product was returned and the failure mode was confirmed. The 3mm insert curved metzenbaum scissors 20cm was visually inspected and it was noted that the blades are broken and the shear pin is missing. It was also noticed that there is damage to one of the links. The probable root cause could be: exhorted too much force. In proper handling during sterilization. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the scissor broke.